Manufacturer narrative:
(B)(4)

Event description:
It was reported that after unpacking, the lead did not feel smooth and felt bumpy. The lead was not used.

Manufacturer narrative:
Analysis was normal. No anomalies were found.